Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Product has not been received.

Event description:
Approximately two years and eight months post hvad implantation, the site reported that the patient experienced power source change in the controller earlier than expected. The battery was removed from the patient and a new battery was supplied. No harm or injury to the patient was reported as a result of this incident. Preliminary review of the log files revealed that the patient had experienced a loss of power on the reported event date.

Manufacturer narrative:
The devices were exchanged without incident and there was no reported patient injury. The devices were not returned to heartware for analysis and testing; therefore the cause of this reported event cannot be determined. Abnormal battery behavior is a known issue; while the causes are multifactorial, it has been demonstrated that this issue is most likely related to a faulty internal cell pair. An internal investigation (CAPA) has been opened to address the issue.